Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due low r wave amplitudes and t wave oversensing. Troubleshooting was performed in which an automatic setup was performed however, due to the inadequate signal quality all three vectors failed, and the system displayed a failed message. The device was reprogrammed as they increased the tachyarrhythmia therapy zones. It was noted that the patient also has a concomitant ccm implanted. They were not able to verify the signal quality with the ccm device as there was no programmer available at the hospital. Additionally, there were observations of high system impedance measuring 125 ohms. X-ray images were obtained, and they will check system placement. A request was made for engineering analysis. The patient was hospitalized and will be discharge. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due low r wave amplitudes and t wave oversensing. Troubleshooting was performed in which an automatic setup was performed however, due to the inadequate signal quality all three vectors failed, and the system displayed a failed message. The device was reprogrammed as they increased the tachyarrhythmia therapy zones. It was noted that the patient also has a concomitant ccm implanted. They were not able to verify the signal quality with the ccm device as there was no programmer available at the hospital. Additionally, there were observations of high system impedance measuring 125 ohms. X-ray images were obtained, and they will check system placement. A request was made for engineering analysis. The patient was hospitalized and will be discharge. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct section d4. Model and catalog number.